Event description:
It was reported that a red alert was received from the cardiac resynchronization therapy defibrillator (crt-d), indicating an elevated, out-of-range shock impedance measurement from this right ventricular (rv) lead (greater than 125 ohms). Boston scientific technical services (ts) was contacted and confirmed the high and low impedance values were likely the result of pocket movement. Ts provided troubleshooting options, as well as considering potential commanded shock testing to verify the impedance value of a delivered shock. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.